Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, the black box showed one pump reboot after the cs 054/cs 052 "slave communication" alarm. The battery compartment and battery cap were undamaged and able to fit securely. The cap contact measurements were within specification. The battery cap was fastened and then unscrewed 1/2 turn with no reboot occurring. The ez-prime steps were performed correctly. There were no power interruptions during the investigation. The "intermittent power" complaint was unable to be duplicated. The pump's cover was removed and there was moisture corrosion found to the keypad flex/connector.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.